Event description:
It was reported that chest pain and stent thrombosis occurred. The patient presented with st elevation myocardial infarction and a 2.75 x 32 synergy drug-eluting stent was deployed in the mid left anterior descending (lad) artery. Following intervention, the patient was sent to their room. However, the following day, patient had chest pain and stent thrombosis was observed in the mid lad. The vessel was dilated using a 3.0 x 12mm non-compliant balloon catheter and intravenous ultrasound was performed with no dissection notced and with timi 3 flow. A balloon pump was inserted and the patient was sent to bypass surgery. No further patient complications were reported and the patient is expected to fully recover.